Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse) who found that the speaker was defective and needed to be replaced. A replacement speaker was provided to the customer. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided with a replacement speaker to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
It was reported that a speaker malf. Inop was displayed on the intellivue mx800 patient monitor and there was no sound coming from the device. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.